Event description:
It was reported that the patient presented in the operating room for lead revision. Upon reconnecting the device to the new lead, pace/sense setscrew would not re-engage. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to engage the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the vtip set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty engaging the set screw.